Event description:
One pt sample with discrepant free t4 results. Initial result gave 35 pmol/l; repeat using a new free t4 reagent lot gave 23.5 pmol/l. Sample repeated by a different instrument gave 16.3 pmol/l. No info provided to determine if pt was adversely affected. If add'l info is received, appropriate notification will be provided.